Event description:
It was reported that patient presented to the hospital with severe bradycardia, dizziness, shortness of breath and heart failure. Loss of capture was observed. Premature battery depletion was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.